Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable clamp tubing" error. The pump was stopped and the settings were reviewed. The pump was turned off, restarted and the error was still present. The cassette was removed and air bubbles were present in the tubing on the cassette. The air bubble was removed, the cassette was re-attached, the pump settings and label had no discrepancies, the pump was started and the error persisted. Troubleshooting was performed again, but the error re-occurred. The pump was powered off and there was no patient injury.